Manufacturer narrative:
The investigation concludes that higher than expected vitros crea results were obtained from a quality control fluid and multiple patient samples tested on a vitros 350 chemistry system. The higher than expected vitros crea results were reported outside of the laboratory, and treatment was initiated based on the reported vitros results. The assignable cause of this event is user error due to an inappropriate user adjustment of an instrument configuration. Acceptable vitros crea performance was obtained after removing the inappropriate user adjustment configuration.

Event description:
The customer obtained higher than expected vitros crea results from a quality control fluid and multiple patient samples tested on a vitros 350 chemistry system. (B)(6). The vitros crea patient results were reported outside of the laboratory and actions were taken by the physicians for two of the patients based on the reported results. For patient #1, a falsely abnormally high creatinine result caused a temporary stop of the osteoporosis medication, fosamax 70 mg weekly dose, to minimize the risk of renal damage. The medicine was resumed the next day up on the available of the true creatinine level. One day delay for taking the weekly fosamax tablet has no serious health impact to this patient. For patient #2, a falsely abnormally high creatinine test result lead to a renal ultrasound as well as a referring to a nephrologist. The nephrologist visit was cancelled base on the availability of the true creatinine level. No serious health impact is anticipated to this patient. Although treatment was altered, initiated or stopped based on the results, per consultation with the ortho medical safety officer, there is no serious health impact expected from the changes in treatment due to the higher than expected crea results. There was no allegation of patient harm as a result of this event. (B)(4).